Manufacturer narrative:
One of the original sample's ((B)(6)) repeat values was incorrectly referenced. (B)(6).

Event description:
The customer reported that an elevated cardiac troponin (accutni) result, within the risk stratification range of the assay, was generated on the unicel dxc 600i synchron access clinical system for one patient. The accutni result was reported out of the laboratory and questioned by the physician. The sample was repeat tested on the same instrument in duplicate. The repeat results were also elevated and within the risk stratification range of the assay. The patient was transferred, and assumingly admitted, to another hospital based upon the elevated accutni results. A subsequent redraw and testing of a second patient sample at the other facility generated a lower accutni result, also within the risk stratification range of the assay. The initial sample was collected in a serum gel tube and allowed to clot. The initial sample was fresh when tested. The sample appeared hemolyzed. Quality control results were performing within the customer's established limits during the timeframe of the event. A system check performed prior to the event met instrument specifications. Patient specific information, actual patient results, and actual instrument/assay performance data was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the instrument substrate probe and loaded a new bottle of substrate on to the instrument. The fse tightened the incubator belt and verified instrument ultrasonics. The fse replaced the mixer pulleys, aspirate probes and all peri-pump tubing. The fse verified instrument hardware after necessary repairs were complete by performing a passing/acceptable system check, a passing quality control assessment which generated results within the customer's limits, and an accutni precision run that performed within assay specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause could not be determined to date.